Event description:
During a left heart catheterization (lhc), merge heart rate (hr) reporting as 27, actual hr 71. Repositioned, troubleshooting ¿ backup hemodynamics on anesthesia monitor, confirmed actual hr 71.